Event description:
Customer's mother called to report that she did not think her son's pod was working properly. Customer's blood glucose levels ranged between 196-477 mg/dl. Customer's mother thought, the cannula was slightly kinked upon removal. She stated there was no blood around or in the cannula. Customer deactivated the pod and was able to activate a new pod. No further issues were identified.

Manufacturer narrative:
The product has not been returned to the MFR for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.